Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the hospital emergency department and a device check was done. Information received on the r emote transmission was reviewed by qualified personnel. It was found that there was intermittent ventricular undersensing on stored electrograms (egm) for the right ventricular (rv) lead, but the device did detect and deliver therapies appropriately. The rv lead remains in use. No patient complications have been reported as a result of this event.